Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed, but the image was ok after aeration of the scope. Also, evaluation found the label was peeled, the switch unit and instrument channels were leaking, the scope cover insulation did not meet the standard value due to deep dents and scratches on the cover, an e216 scope communication error message was displayed, the image had noise and white dots, switch #1 was cut, angulation was reduced, the knobs had play, the distal end cover was cracked, the objective lens was chipped, the light guide lens was cracked, the glue around the lenses was peeled, the bending section cover adhesive was cracked, the insertion tube had snakiness and scratches, the grip and scope cover were wet and had corrosion, the light guide tube was buckled, and the scope connector had fluid invasion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope displayed an e315 unsupported scope error message. The issue was found during maintenance. The customer also noted the light guide lens was chipped and the bending section cover adhesive was worn. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "- inspection of the endoscopic image: ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." The user may reduce/prevent occurrence of the suggested event by handing the device in accordance with the following IFU: "·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.